Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 500 mg/dl, and 1800 mg/dl and the low blood glucose value was 18 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer also went into coma. Customer stated that the reservoir had air bubble and size of air bubble was a pop kernel size. Based on customer report customer did not allege insulin pump was under delivering. It was unknown weather customer was using auto mode or not. The device will not be returned for analysis.